Event description:
During troubleshooting of an unrelated issue, it was reported that the homepatient (hp) had reconnected to the patient line that had previously become disconnected. The event occurred during use on the homechoice. The technical service representative assisted the caller to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during use, where the home patient stated that they had reconnected to the patient line of the cassette when it had previously become disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.